Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) blood glucose levels of >500 mg/dl and vomiting, while wearing the pod on the abdomen. In addition the patient reports that the pink slide did not move forward indicating a failure of the needle mechanism. The patient had administered boluses. Once at the hospital, the patient was treated with intravenous (IV) of electrolytes and insulin. The patient was prescribed manual insulin injections, insulin lantus 45 units once a day and humalog, a sliding scale before meals based on carbohydrates. The pod has been discarded.